Manufacturer narrative:
(B)(6).

Event description:
(B)(6) trial it was reported that stent occlusion occurred. Subject enrolled in the study on (B)(6) 2016 and index procedure was performed that day. The target lesions were in the left proximal superficial femoral artery and the left mid-superficial femoral artery. A 6mmx150mmx130cm drug eluting study stent and a 6mmx100mmx75cm drug eluting study stent were implanted. On (B)(6) 2020, 3 years, 26 days post index procedure, left superficial femoral in-stent occlusion was noted. On (B)(6) 2020, subject was hospitalized and an interventional procedure was performed. On (B)(6) 2020 the subject was discharged and the event was considered resolved.